Event description:
Procedure: unk. Pt sex: unk. Reportedly, during use the plastic at the tip of instrument melted. This resulted in pieces of plastic in the operating site and burn on tissue the degree of which is unspecified.